Event description:
I had breast implant surgery in 1985 at the age of (B)(6). My implants were silicone (by dow). I developed issues with slight contracture in the 90's but started having other significant health issues in 2005. My implants have been leaking for several years but was told it was not necessary to have them removed as woman can live with leaking implants for a long time, so I continued to have my mammograms yearly and have had an us/MRI. I now have silicone in my lymph nodes. My health issues have also continued to multiply. (Auto immune issues, pain, deformity of rt breast, muscle and nerve issues, joint issues) the surgeon who did my original surgery has died. It is hard to find a surgeon who does a lot of explant surgeries. I also learned in researching issues with leaking implants that many of the health issues I am experiencing can be caused by implants? In addition to that I learned that the dow implants (which I believe I had) were taken off the market and there was a class action suit against the manufacture. Apparently that class action suit is closed?? I was never notified by my physician (he may have died before that suit) and never notified by the manufacture about the issues. I have consulted a plastic surgeon to have my implants removed. His office tells me medicare will never cover that cost unless you got implants for reconstruction after breast cancer. I am very concerned about the health issues I am having and about finding a surgeon who is skilled at the explant surgery since I have silicone in lymph nodes now. Do I have any recourse at this point? I realize I have waited a long time but never put the health issues and leaking implants together, also since no one seemed to feel it was important to get them out I just kept living with the pain and health issues. Could you please advise how to go about finding a skilled surgeon and if I have any resources that might help with the cost of removal. I just want them removed no replacement. Thank you for any resources you can offer. FDA safety report ID # (B)(4).